Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited r-wave undersensing. As a result, the implantable pulse generator (ipg) was pacing into the st-t segment. Reprogramming was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.